Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a total left knee antroplasty on (B)(6) 2013. Subsequently, patient experienced a myocardial infarction on (B)(6) 2013. Additional information received in patient medical records reports patient underwent left knee revision (B)(6) 2014 due to arthrofibrosis.n

Event description:
It was reported that patient underwent a total left knee "anthroplasty" on (B)(6) 2013. Subsequently, patient experienced a myocardial infarction on (B)(6) 2013. There has been no reported revision procedure to date.